Manufacturer narrative:
Catheter was returned and was inspected both visually and functionally. There were no visual evidence of failure or mis-use. The catheter had no visual signs of kinking or breakage. Catheter was shown to be fully functionally, tacking well through a simulated arch and producing both an ivus image as well as nir data. No problem found.

Event description:
Percutaneous coronary intervention: successful deployment of 3.5 x 18mm resolute des to mid-lcx, 75% to 0% with excellent angiographic result and timi 3 flow. Dissection was noted proximal to the mid-stent, successfully covered with stent in proximal lcx. Successful deployment of 3.5 x 18mm resolute des to proximal lcx, 75% to 0% with excellent angiographic results and timi 3 flow. Patient underwent a complex intervention and had chest pain during the procedure. No complications were noted during the procedure.